Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrent stress incontinence, mixed urinary incontinence, difficulty voiding, bladder neck obstruction, incomplete bladder emptying, dribbling urination, urethral fibrosis, recurrent anterior vaginal wall prolapse, and scarring. It was also reported that the plaintiff allegedly experience d pain. There was a revision of the mesh on (B)(6) 2010 and the device was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death reported were aspiration of vomitus, developing ilius, chronic obstructive pulmonary disease, hypertension and coronary artery disease and stroke. Related to MFR # 2183959-2015-00606.